Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the threading of the reservoir lip and reservoir was not able to lock in place when inserted into insulin pump. The customer also report that insulin pump had blank display. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be return for analysis.

Manufacturer narrative:
Device passed self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display and low battery alert noted. Device received with reservoir tube lip completely broken off and cracked reservoir tube window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.